Event description:
It was reported that during a surgical procedure conducted at the user facility, the accuracy of the navigation system became inaccurate. No impact to the patient and no procedural delays were reported with this event.

Manufacturer narrative:
The customer started with a prone lateral registration which is aborted after successfully and accurate mask registration and definition of reference points which is needed for re-registration after patient re-positioning as intended in the prone lateral registration workflow. It is unknown why the customer aborted the registration. The review of the collecting points identified that the positions are multiple centimeter away from the bone surface. Also the points aren¿t unique in shape and can be matched on various positions at the patients¿ skull. As the collected points weren't near the surface the inaccuracy can be confirmed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the accuracy of the navigation system became inaccurate. No impact to the patient and no procedural delays were reported with this event.